Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 210 mg/dl. The customer's expected fasting blood glucose test result range is 81 - 137 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/27/2018 and open vial date is 01/27/2017. Customer is insulin dependent. The meter memory was reviewed for previous test result history (husband stated that there are only two tests in meter's memory; customer has been using another meter): (B)(6).